Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, as he was injecting the lens, it shot out with "the champagne popping effect." This resulted in capsular tear. He stated that he may have preloaded the iol faster than recommended. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined. Additional info was requested on (B)(4) 2012, by phone and e-mail. A completed questionnaire has not been received. (B)(4).